Event description:
Caregiver named (B)(6) reported that the end user has been using the product for 1 month and last week developed a pimple-like rash scattered under tap collar. The care giver also said end user stated the site burns.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The care giver of the end user said he works outside all day in the heat. The end user changes the wafer every 3 days, showers using dove, then rinses, dries the area, applies allkare protective barrier wipes and then applies wafer. The care giver of the end user was educated on skin care and the care giver stated he was to see an md on (B)(6) 2013, to get anti-fungal powder. From a clinical perspective, a causal relationship between activelife 1 pc drainable pouch w/ stomahesive and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.